Event description:
On 9/16/92, pt. Underwent insertion of 8 french groshong catheter right subclavian for purpose of chemotherapy. On 2/11/94, was to undergo removal and upon removal, superficial portion of catheter could not be removed. Chest x-ray demonstrated distal two-thirds of catheter to be wedging in right atrium and right ventricle. He then underwent foreign body retrieval in cath. Lap. Procedure was angiogram. Condition stable post-op without further complications.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.